Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the commode legs are bending and the unit is very rickety.